Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "constant downstream occlusion" alarm which was not reproduced but confirmed through the review of the event history log. During the eval, the downstream sensor current reading was out of specification (high) with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream shim was reworked to correct this condition.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed a "constant downstream occlusion" message. There was no pt involvement.